Event description:
It was observed during the device inspection, that the subject device exhibited a burn on the distal end cover and foreign material on the distal end cover and nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause cannot be determined for either event. Event 1: foreign material was found on the nozzle and the plastic distal end cover; olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It is possible that the user could not perform reprocessing properly and remove the foreign material due to leakage caused by crack on plug unit. Event 2: the distal cover had a burn; the high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): event 1: foreign material was found on the nozzle and the plastic distal end cover; the subject event can be detected and prevented by implementing in according to the below IFU. Gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope gif/cf/pcf-190 series operation manual chapter 4 operation:4.3 using endotherapy accessories. Event 2: the distal cover had a burn. The subject event can be detected and prevented by implementing in accordance with the below IFU. Detection method is described in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance for this device.